Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th january, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cover was missing from the spring arm and the label and the paint were chipping from the spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 10th january, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cover was missing from the spring arm and the label was chipping from the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. All defective parts have been replaced. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing cover and chipping label on powerled and hled surgical lights, there was no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is moderate for missing covers from the spring arms and low for label chipping off. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. The operating manual (powerled¿s IFU 01581 rev. 9, page 29) includes the instructions to pre-position the arms prior to use, in order to prevent damages. Correctly positioning the light before each operation will limit the chances of it coming into contact with other objects. The powerled¿s user manual (powerled¿s IFU 01581 rev. 9, page 20) also mentions to check that the metal half-rings on the spring arms are in place in their slots, during the daily check and recommends that when a problem is noted, the user should contact technical support. Regarding the label peeling, as concluded by subject matter experts at maquet sas, the issue is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks devices (powerled¿s IFU 01581en09, pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 10th january, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cover was missing from the spring arm and the label was chipping from the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cover was missing from the spring arm and the label and the paint were chipping from the spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.